Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 546mg/dl. The customer treated with insulin. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer was advised that the infusion sets would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for high blood glucose. No further details were given.